Manufacturer narrative:
An investigation confirmed roche aviva readings tagged as hypoglycemic, after meal, exercise or non-finger tip measurement were not displayed in the visnet server. The serial number was not provided. It's not possible to determine the manufacture date without the product information. Patient information was not provided.

Event description:
The (B)(6) reported that viterion 100 software version 3.2.0 prevented valid bgm data from roche aviva to be uploaded to visnet server. Any aviva reading tagged as hypoglycemic, after meal, exercise or non-finger tip measurement were not displayed in the server for review by the health care professional. There was no adverse event alleged.